Event description:
Ever since I had procedure I have been in the worst pain it was done in (B)(6) and every dr I spoke to said it was nothing also said everything was in place I recently found out I am 9 weeks pregnant and excruciating pain. (B)(4).